Event description:
It was reported that during a drug eluting stenting treatment procedure, shaft fracture occurred. The 90% stenotic lesion was located in the calcified and average tortuous distal right coronary artery. The physician predilated the lesion with a 2.5 x 15mm apex balloon. Then the physician attempted to advance the 3.0 x 12mm taxus express2 stent to the lesion using a six in five guide catheter and two wire technique, but experienced difficulty crossing the lesion and the middle of the hypotube fractured outside the body. There were no pt complications. The procedure was completed with a 3.5 x 16mm taxus express2 stent. Pt status is reported as "good".